Manufacturer narrative:
The field service engineer (fse) found an issue with the cl electrode that was causing a leak in the ise block. The fse replaced the cl electrode, dried out the ise block and properly seated and adjusted ise cartridges. The customer ran qc and precision tests with acceptable results.

Event description:
The initial reporter complained of discrepant high results for 2 patients tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. Patient 1 initial na result was 168 mmol/l. The sample was repeated twice with results of 168 mmol/l and 139 mmol/l. The result of 168 mmol/l for patient 1 was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2020 patient 2 initial na result was 179 mmol/l. The sample was repeated twice with results of 218 mmol/l and 133 mmol/l. The questionable results for patient 2 were not reported outside of the laboratory. The na electrode lot number and expiration date were not provided. The na electrode was installed on (B)(6) 2020.

Manufacturer narrative:
Calibration was acceptable. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.